Event description:
Lateral tabletop lock slipped when moving pt off of table. The tablestop slid approx three inches before its motion was halted by the techician. The pt remained on the table. No pt injury was reported. Preliminary testing of lock by a field service engineer concluded the lock was not holding the table as securely as intended. Further investigation is underway to determine if the customer table was within specification at time of the reported event.